Event description:
It was reported that on (B)(6) 2022 , a 18mm amplatzer patent foramen ovale (pfo) occluder was selected for procedure. During device prepartion, the amplatzer pfo occluder was noted to have an exposed thread. The decision was made to cut off the thread and to continue to the 18mm amplatzer pfo occluder for implant. During procedure, both discs of the occluder exhibited a ball shape without resolution. The device was removed from the patient prior to release from the delivery cable. There was no interaction with cardiac structures during deployment. There was no angulation or kink noticed in the delivery system a second 18mm amplatzer pfo occluder was used as a replacement device and implanted successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 18mm amplatzer patent foramen ovale (pfo) occluder was selected for procedure. During device preparation, the amplatzer pfo occluder was noted to have an exposed thread. The decision was made to cut the thread and continue the procedure with the 18mm amplatzer pfo occluder. During procedure, both discs of the occluder exhibited a ball shape without resolution. The device was removed from the patient prior to release from the delivery cable. There was no interaction with cardiac structures during deployment. There was no angulation or kink noticed in the delivery system. A second 18mm amplatzer pfo occluder was used as a replacement device and implanted successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient was stable at the time of report. Subsequent to the initially filed report, additional information was received and a correction needs to be made. The deformation of the two disc of the 18mm amplatzer pfo occluder were noted prior to being introduced to the delivery system or patient. There was no patient contact made with the deformed 18mm amplatzer pfo occluder. The 18mm amplatzer pfo occluder was replaced with anogther one of the same size after the deformation was noted.

Manufacturer narrative:
An event of the device deploying deformed and a thread being present sticking out of the device was reported. One image was received from the field, which appeared to show a sewing knot sticking out near the edge of the occluder. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.